Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with "eccentric" calcification, an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012734847); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012768946); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with "eccentric" calcification, an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. No patient complications were reported as a result of this event. Additional information was received that the valve was initially recaptured due to low depth positioning. The patient's asymmetric c alcification while recapturing the prosthesis was considered to probably lead to the infolding. It was during the second deployment attempt, when the infolding was confirmed. The valve was then recaptured and withdrawn, and the implantation was completed with the second valve.

Manufacturer narrative:
Updated: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device in two ziplock bags in a not-for-human-use test sample box in its original jar, fully submerged in a clear solution at medtronic¿s quality laboratory, visual analysis showed valve discoloration consistent with blood contact. Remnants of coagulated blood were observed throughout the valve. The valve was received in a compressed state. All leaflets showed signs of creases and frame imprints. All leaflets were in a closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; and the valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Image review: thirty-seven images of the event were provided for review. A fluoroscopic valve check was provided and appears to be loaded appropriately. An infold was observed after recapture. An infold is a inward crease shown as a dark line, more likely with complex anatomy (bicuspid, heavy calcification). A pre-implant balloon dilation of native anatomy is specifically recommended before implantation in the following situations (moderate/severe calcification, bicuspid anatomy, size 34 mm valve). The patient was reported to have ¿eccentric¿ calcification but there was no executive summary provided for anatomical consideration. If an infold is observed, recapture, remove, and replace the entire system with new sterile components. It was reported that a new valve was implanted in the patient. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with "eccentric" calcification, an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. No patient complications were reported as a result of this event. Additional information was received that the valve was initially recaptured due to low depth positioning. The patient's asymmetric c alcification while recapturing the prosthesis was considered to probably lead to the infolding. It was during the second deployment attempt, when the infolding was confirmed. The valve was then recaptured and withdrawn, and the implantation was completed with the second valve. Additional information was received that there was a procedural delay of five minutes but the patient was stable while preparing a second valve and the final deployment was successful with no harm for the patient.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.